Event description:
Not meeting specifications: relay pro of 199 mm length was unpacked, however, it was noted the stent-grafts was comprised of only seven stents during the procedure. The treatment was planned to implant an open stent proximally, the alleged relaypro 36 mm x 199mm (2112200042), relaypro 34mm x 209mm (2209130111) distally. However, during the delivery of the relaypro concerned, when the inner sheath was advanced, it was noted that the stent-graft was comprised of only seven stents. The relaypro concerned was deployed aligned with the proximal position of the open stent though overlap with the distal device was insufficient. Another relaypro (38mm×199mm) was implanted from the same proximal position. The procedure was completed after confirming there was no endoleak. The physician requested to investigate whether any similar event had occurred before. A total of four relay pro stent-grafts were implanted in the order of 1 to 4 (see page 2 of the attached schema) 1. 34 mm x 209 mm (lot 2209130111) 2. 36 mm x 199 mm (lot 2204200134) 3. 36 mm x 199 mm (lot 2112200042) the device concerned 4. 38 mm x 199 mm (lot 2201210186) a video is also provided. Operation type: tevar no blood loss (tc#(B)(4)) patient outcome - "no health damage to the patient."

Event description:
Not meeting specifications: relay pro of 199 mm length was unpacked, however, it was noted the stent-grafts was comprised of only seven stents during the procedure. The treatment was planned to implant an open stent proximally, the alleged relaypro 36 mm x 199mm (lot #: 2112200042), relaypro 34mm x 209mm (lot#: 2209130111) distally. However, during the delivery of the relaypro concerned, when the inner sheath was advanced, it was noted that the stent-graft was comprised of only seven stents. The relaypro concerned was deployed aligned with the proximal position of the open stent though overlap with the distal device was insufficient. Another relaypro (38mm×199mm) was implanted from the same proximal position. The procedure was completed after confirming there was no endoleak. The physician requested to investigate whether any similar event had occurred before. A total of four relay pro stent-grafts were implanted in the order of 1 to 4 (see page 2 of the attached schema): 34 mm x 209 mm (lot #: 2209130111); 36 mm x 199 mm (lot #: 2204200134); 36 mm x 199 mm (lot 2112200042) the device concerned; and 38 mm x 199 mm (lot #: 2201210186). A video is also provided. Operation type: tevar. No blood loss. (B)(4). Patient outcome: "no health damage to the patient."